Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip became loose. Subsequently, the pump case fell, causing multiple intermittent infusion sets to be pulled out. The customer loaded new supplies and resumed insulin delivery. There was no impact to customer¿s blood glucose.